Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00700. (B)(4). Approximate age of device ¿ 3 months. The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. Device thrombosis, cardiac arrhythmia, right heart failure, and hemolysis,are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to multi-system organ failure presumed to be due to pump thrombus. The patient had unspecified signs of heart failure and was hemodynamically unstable. The patient's lactate dehydrogenase level was greater than 2000 u/l, creatinine level was greater than 7 mg/dl, and an aspartate aminotransferase/alanine transaminase (ast/alt) result was greater than 1000 u/l. An echocardiogram reportedly confirmed an outflow obstruction. The patient was reportedly in ventricular fibrillation for 3 days. It was reported that the patient was not a surgical candidate. The patient was medically managed and no other treatment was attempted. The patient&#38112;family ultimately elected to withdraw care. No further information was provided.